Event description:
The doctor had difficulty inserting the iab through the sheath. After the iab was inserted, there were inflation difficulties. The doctor felt that there was a "restriction" in the iab. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 9/22/97.) (Pt's current status: unk - rpt'd 9/22/97.) (Pt's current status: unk - rpt'd 9/22/97.